Event description:
Complainant alleged that during biomed testing, the device's energy up switch caused the device to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.